Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of waking up to a blank screen display. Customer reported that buttons were also not responding. Customer's blood glucose was 144 mg/dl. Customer changed battery and received a power loss alarm. This is a past even as customer was able to troubleshoot prior to calling. Customer was advised to monitor insulin pump.